Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 231 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The information in h.2 and h.3 were not included with the initial report. The correct information had been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, a cracked case near the display window corners, and a cracked end cap. All buttons functioned properly, but moisture damage was noted on the keypad traces.